Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg reached end of service (eos) and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, patient underwent surgical intervention to replace their ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.